Manufacturer narrative:
The customer¿s reported complaint indicating pump module did not alarm for an occlusion when expected was not confirmed through review of the logs or during device testing. Log analysis results confirmed the programmed infusion (remote) performed on the date of the reported event; however no records were observed exhibiting an occlusion or auto restart attempts which can lead to an occlusion alarm. Initial test results confirmed the unit will alarm for an occlusion within 30 seconds during a functional test with the administration set clamped at the distal end. The patient side pressure sensor was confirmed operating as intended, without observing any functional faults when testing the component using asm analog sensor test. Lastly, the pressure sensor showed passing the asm patient side occlusion test on three trials, indicating component is in specification and operating as intended. No evidence of the alleged complaint where the pump did not alarm for an occlusion was on (B)(6) 2019. Based on the test results from this investigation, the pump module is occluding for patient side occlusion according to the pump pressure mode setting when approximately 10 psi of pressure is exhibited. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that 30 minutes after the start of a vancomycin (250 ml, rate 167 ml/hr) infusion, the patient and nurse noticed that the bag was not dripping. The green light was on. The profile was ¿adult,¿ no delay before or delay after options were selected by the user, and no other medications were infusing at the time. After further inspection, the nurse found the PICC line to be clamped but the pump never alarmed occlusion for about 30 minutes. No patient harm occurred. The pump and channel were removed and sent to the biomed department. The subsequent pm testing revealed no discrepancies with the devices.